Event description:
The facility reported an infusion pump with failure code 500:320. The facility's biomed had stated that no pt injury or medical intervention had been involved with the pump. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.